Event description:
The customer called and reported that during startup she noticed a leak of clear fluid dripping from under the lh750 instrument. The volume of leak was approximately 5 mls and was not contained within the unit. The instrument generated sheath tank empty errors. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found that the tubing had popped off ff108 to pinch valve vl46a. He replaced the tubing that fixed the leak and corrected the sheath tank empty errors. Upon recur the failure mode identified; it is likely to cause erroneous diff or retics results due to improper rinse of the flow cell which is used for both the diff and retics processing. (B)(4).